Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation will be completed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the intensive care unit the patient was being prepped for surgery. The patient's blood pressure was declining and the decision was made to insert an intra-aortic balloon (iab). The iab was prepped and inserted via the patient's right femoral artery. After insertion it was noted that the iab was not inflating properly. As this was of no use to help assist to increase the patient's pressure, the iab was exchanged. The md waited 5 to 10 minutes prior to the decision to exchange the iab. The second iab was prepped and inserted via a sheath into the same insertion site. There was a 5 minute delay in therapy. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. Pump strips were not generated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the intensive care unit the patient was being prepped for surgery. The patient's blood pressure was declining and the decision was made to insert an intra-aortic balloon (iab). The iab was prepped and inserted via the patient's right femoral artery. After insertion it was noted that the iab was not inflating properly. As this was of no use to help assist to increase the patient's pressure, the iab was exchanged. The md waited 5 to 10 minutes prior to the decision to exchange the iab. The second iab was prepped and inserted via a sheath into the same insertion site. There was a 5 minute delay in therapy. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. Pump strips were not generated.